Event description:
In may of 1975 rptr had first set of silicone breast implants inserted. In 1980 one was replaced for contracture of capsule. During this time rptr developed gi problems; abdominal pain, diarrhea, constipation and nausea. During the 80's and 90's low grade temp, up to 99's or so with chronic abdominal pain, freq yeast infections. Around 1989 rptr had a rupture lt breast. Has developed allergies to dust many plants and animals. Also fatigue, 1993 breast lump biopsy revealed silicone after implant replacements bilateral. 1994 breast biopsy revealed silicone, lymphadenopathy, showed silicone on biopsy "rheunards" syndrome began in the 80's (late). Acute lt chest pain - inflammation? Back pain, numbness, weakness lt arm plus neuropathy both feet with chronic joint pains in 94-95. Both feet with chronic joint pains in 94-95. Swallowing difficulty - chronic asthma and edema. Add'l implant date 1980, 1989.